Manufacturer narrative:
(B)(4).

Event description:
It was reported that a receiver reinitialization occurred. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Product registration - additional. D4: catalog/serial/lot no/UDI - additional. H2: additional information. H4: device mfg date - additional. H6: adverse event problem - additional.

Event description:
Subsequent to the initial MDR, additional information is required.